Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
Customer allegedly received the following results, with two different meters, within 15 minutes: lo, which on the system indicates a result of less than 0.6 mmol/l (system 1), and 6.6 mmol/l (system 2). Readings occurred with the same drum of test strips.